Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found flippers inside the diaphragm were stuck together with ise gel/foreign material and buildup which resulted in ise drain to backup. The cause of failure was identified as waste pump malfunction. The fse replaced the waste pump to resolve the issue. . The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated four (4) erroneous erratic patient results for ion selective electrode (ise) which includes sodium (na), potassium (k), and chloride (cl) with low anion gaps and ise drain overflowing. The customer did not provide patient printout or demographics. The erroneous results were reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.